Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 350.00 mg/dl compared to readings of 148.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 11 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Returned sensor (B)(6) was received and evaluated. External visual inspection of the sensor patch revealed no abnormalities. Data extraction was successfully completed using approved software. Sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event logs 9, 210, and 214 are an indication that the sensor had terminated due to an error. The observed event logs correspond with a failure to recover and retrieve the asic mask version. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. The sensor was de-cased for internal evaluation. Initial visual inspection of the printed circuit board assembly (pcba) showed no abnormalities. Smu (source measurement unit) testing was performed using a connector key, and poise voltage and sensor thermistor results were within specification, indicating normal sensor performance at that time. During further investigation, microscopic inspection identified a crack on the pcba, consistent with damage introduced during the de-casing process. Sensor data analysis indicated the puck was in sensor state 8. Event logs 9, 210, and 214 were observed. Event logs 210 and 214 occurred after the sensor transitioned to state 7 (algo_error_terminate) due to event log 11 (sensor_signal_low) and were not considered contributors to the reported complaint. Additional smu testing confirmed the puck transitioned to state 4 (active paired). Electrical current and poise voltage measurements were outside specification. Microscopic inspection identified a crack in the sensor pcba and multiple components, which is critical for glucose calculation. The damaged trace prevented proper current delivery, resulting in failures of the smu, and poise voltage tests. The damage to pcba and components, was determined to have occurred during the de-casing process and was not representative of the sensor¿s as-returned condition. This damage directly caused the out-of-specification laboratory test results. The sensor is no longer in the proper condition to perform testing, and the damage cannot be reversed therefore, the returned sensor is unable to be tested. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 350.00 mg/dl compared to readings of 148.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 11 days. There was no report of death, serious injury, or mistreatment associated with this event.